Event description:
A (B)(4) old male pt's wife contacted zoll lifecor customer support to report that the pt is receiving a service code 204. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause for the service code 204 was isolated to a defective belt. Upon receipt, trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.